Manufacturer narrative:
(B)(6). The lot was manufactured between october 9, 2017 ¿ october 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusors ruptured. The rupture occurred during filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.